Event description:
It was reported that an ilet bionic pancreas user experienced a pairing failure with a connected freestyle libre 3+ sensor, where the system remained on ¿pairing with sensor¿ until the user rescanned the sensor through the ilet mobile app and the pump displayed a warmup period, consistent with an intermittent communication failure involving the antenna component of the electrical and magnetic subsystem. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure attributed to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.